Manufacturer narrative:
The manufacturer of component 0523-48, mastisol adhesive solution, ferndale laboratory out of ferndale michigan has declined to submit an MDR. Cardinal health is submitting as the convenience kit packager. Per ferndale laboratory: production records show lot 06004b was manufactured in accordance with good manufacturing practices and all laboratory testing for lot 08004b met ferndale laboratories finished product specifications for mastisol and results were deemed acceptable at the time of release.

Event description:
Customer reports, that in 4 instances within the last week, a patient has experienced dermatitis at the site of shoulder arthroscopy as a result of being exposed to 0523-48: mastisol adhesive solution. A topical cortisol prescription was used to prevent itching. All patients have had resolution of the dermatitis.